Event description:
It was reported that pump experienced malfunction with code malf 12, with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, malfunction code did not recur after reset, customer was advised to continue using pump and to call back if any malfunction code occurred again, and caller acknowledged instructions.